Event description:
It was reported that the screen of the programmer did not display anything. The programmer was returned for service. No patient involvement or complications were indicated by the return paperwork.

Event description:
It was reported that the screen of the programmer did not display anything. The programmer was returned for service. No patient involvement or complications were indicated by the return paperwork.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was out of electrical specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.